Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: none. As found condition: the hyperform occlusion balloon catheter was returned for analysis within a shipping box and within a plastic bio-pouch. The guidewire was returned within the hyperform occlusion balloon catheter. Damage location details: the guidewire was found extending out from within the hyperform catheter hub for ~20.7cm and from within the catheter distal tip for ~22.0cm. No damages were found with the hyperform catheter hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, the hyperform balloon appears to be in good condition. Testing/analysis: the guidewire could not be removed from within the hyperform occlusion balloon catheter as resistance was encountered. Therefore, in order to test the balloon for inflation, the hyperform catheter body and guidewire were cut. An in-house tapered mandrel was inserted into the balloon distal tip. The balloon was inflated, no leaks or pinholes were detected. Conclusion: based on the device analysis and reported information, the customer¿s ¿no/slow inflation during procedure¿ report could not be confirmed. No defect was found with the returned hyperform occlusion balloon catheter that would have contributed to the event. The hyperform balloon inflated without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lesion was in the ophthalmic artery. Vessel tortuosity was normal. The devices were pre pared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was undergoing emergency aneurysm embolization, during the operation, the aneurysm ruptured, and a balloon was used for closure. The balloon leaked, and another balloon was replaced to successfully block the blood vessel. This report was hereby. No patient symptoms or further complications were reported as a result of this event.